Event description:
The surgeon implanted a silicone lens model aa4203tl and was removed. The facility stated when the lens was removed, the incision was enlarged and sutures were needed. It was indicated that the lens was not compatible with the pt's eye anatomy. The facility stated there was no product malfunction and no other pt injuries.